Event description:
Ous MDR - after an implantation period of about 6 months, a shock impedance < 25 ohm was reported. Furthermore, it was reported that a lead insulation failure war suspected. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected. All parts of the lead were received for analysis. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The visual inspection of the lead fragments revealed a rubbed through insulation at approx. 23 cm distal to the is-1 connector pin. The coating of the conductor cable to the rv shock coil was found damaged in this area. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. The deformation of the inner coil resulted most likely during the explantation procedure. There was no sign of a material or manufacturing problem.